Event description:
It was reported that the patient presented to the clinic for a follow-up. It was noted that the right atrial (ra) lead exhibited intermittent noise oversensing on the atrial fibrillation (af) episodes. The noise was reproducible with isometric exercise. The ra lead remained implanted and will continue to be monitored. The patient was in stable condition.